Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a foreign whitish material clogging the nozzle of the insufflation channel, and the plastic distal end cover has foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found the nozzle was clogged with foreign material and plastic distal end cover also had foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, however, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in ¿gif/cf-170 series operation manual chapter 3 "preparation and inspection¿. IFU states the preventive measures in ¿gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.